Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 211.2000. There was no patient involvement..

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced d1 on display bard due to error code 211.2000. Replaced bezel assembly and membrane frame (3rd party parts). Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the display board - failure (211.2000 error) (recall affected). Bd does not condone the use on non-supported parts within any of the alaris system devices. The risk of non-supported parts installed in the device(s) by the customer is unknown. A review of the device history record showed the device had a manufacture date of 27oct2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 211.2000. There was no patient involvement.

Manufacturer narrative:
Corrections: update h7 and h9.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 211.2000. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received an alarm error code message. The error code displayed was 211.2000. There was no patient involvement.